Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it having no ventilation output was confirmed. Ventec downloaded the device's electronic records for analysis and observed multiple instances of low inspiratory pressure and patient circuit disconnect alarms. The device was then opened so that a internal visual inspection could be performed. Inside of the device, ventec observed significant contamination from a previously wet substance, as well as bugs and evidence that the device had also been exposed to smoke (discoloration and a nicotine smell). Ventec observed that the contamination on its control board appeared burnt in places. The amount of contamination/damage to the interior of the device required a complete rebuild of the unit. Proper device operation was then confirmed through functional and performance testing. Based on the information available, it's reasonable to conclude that the cause of the reported issue was user error.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device had no ventilation output. There were no reports of patient use associated with the reported issue.